Event description:
It was reported that, during patient use, the ventilator was auto cycling while in pressure support (ps) mode with the external flow sensor attached. The patient was removed from the device and manually ventilated. The patient was subsequently transferred to another ventilator without any harm reported. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). A covidien customer service engineer (cse) evaluated the ventilator and confirmed the reported malfunction. The cse tested the device and the flow sensor transducer calibration did not pass. When the external flow sensor was removed, the ventilator worked properly. The ventilator passed all tests, calibrations, and it was operating within the manufacturing specifications.